Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10351. The pt received the scs system on (B)(6) 2011 which included one octrode lead and two quattrode leads (from the same lot). The pt has leads implanted in her neck (off label) for peripheral nerve stimulation. It was reported the pt is experiencing neck pain. The pt reported that the pain occurs during stair climbing activity. The manufacturer has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.